Event description:
When I engaged -"snapped"- the safety mechanism of an invirosnap "safety" syringe, the needle flew off. Fortunately, no one was injured. Dates of use: 2009. Diagnosis or reason for use: seasonal flu shots.